Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; according to the health care provider, there is an injection issue. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: review of the black box and download history did not reveal any records related to the complaint. On investigation, the pump powered on properly and was exercised for 24 hours without any errors, alarms or warnings. During investigation, the pump delivered as programmed without malfunction. Investigation did not reveal any pump issues related to the alleged ¿injection issue¿ and the pump was found to be delivering per normal operation as intended. Investigation did not confirm or duplicate the alleged injection issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).